Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Surgeon placed screw into patient but during compression the screw continued to turn without resistance. The surgeon decided to back the screw out. While attempting to back it out the screw head came out but the remainder remained in the patient. Surgeon decided to leave the remaining screw in place without the head.